Event description:
Complainant alleged that the medics were attempting to monitor a pt who was complaining of chest pains, but the device screen displayed an "ECG leads off" message. The medics then changed electrodes and cable, but the device displayed the same "ECG leads off" message. Medics then tried to obtain a quick look at the pt's heart rhythm through the device paddles, but the pt's ECG rhythm still was not displayed. The medics were able to obtain another device to successfully monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.